Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial # (B)(4)

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for supraventricular tachycardia with an ez steer navigational 4mm catheter and suffered a cardiac tamponade and cardiac arrest requiring cardiopulmonary resuscitation (CPR) and defibrillation. The patient's medical history was unknown. During mapping, a cardiac tamponade was discovered and confirmed through a transthoracic echocardiogram. A pericardiocentesis yielded 210 cc's. During the pericardiocentesis, the patient went into ventricular fibrillation. CPR was initiated and defibrillation performed until normal sinus rhythm was achieved. The patient received a transfusion and was placed on an epinephrine drip. The patient was transferred to the critical care unit in stable condition for observation. The patient's condition at the time of follow up was improved. There is no information about the hospitalization. The transseptal puncture was performed with a medtronic 8 french 60 cm needle and sheath kit. No ablation was performed. The patient did receive anticoagulation during the procedure with acts maintained in an unknown range. It was determined that the cardiac tamponade occurred after pulling the transseptal sheath back. The physician's opinion regarding the cause of the adverse event is that it was related to procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.